Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-600ii, serial number (B)(4), from 15-nov-2016 through 15-dec-2017. There were two (2) similar complaints identified during the searched period, which includes this event. The st aia-pack 25-oh vitamin d analyte application manual states the following: evaluation of results: quality control; in order to monitor and evaluate the precision of the analytical performance, it is recommended that control samples shall be assayed according to the local, state and federal regulations. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the local, state and federal regulations. Limitations of the procedure: do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). The most likely cause of the reported event could not be determined. The data provided by the customer for quality controls and calibration were within acceptable ranges. The customer did not provide specific vitamin d results on patient specimens.

Event description:
On (B)(6) 2017 a customer reported that vitamin d for patient specimens obtained lower than expected results with the aia-600ii instrument. The customer reported that quality controls (qc) were recovering lower than expected as well. The data provided to the tosoh technical support showed that quality controls and calibrators were within acceptable ranges. The tss requested patient results; however, the customer would not provide examples of any discrepant patient results. The customer reported that no adverse effect to patient management was reported and no erroneous results were reported out of the lab.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: lot#; concomitant medical products; device manufacture date.

Manufacturer narrative:
Corrected data: device manufacture date tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.